Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her insulin pump got wet. It was working but when the customer changed the infusion set, the screen is showing black lines and black boxes. Troubleshooting was performed. The insulin pump is flashing numbers, stopping and repeating. The customer was advised to discontinue pump therapy and return the insulin pump. The customer's blood glucose is unknown.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify black lines, full missing segment or display anomaly due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.